Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received dilaudid 15mg/ml; minimum rate dose in an implantable pump for non-malignant pain. The patient medical history and concomitant medications were unable to be obtained. The experienced an increase in pain symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. The hcp attempted to aspirate the catheter access port (cap) during a scheduled pump replacement and did not get flow. The hcp programmed the pump to minimum rate until the patient could get scheduled for surgery. The patient could not remember exactly when the aspiration occurred and the pain symptoms increased. The catheter pump segment was replaced (spinal segment remained in service) on (B)(6) 2018. The issue was considered resolved. The pump would not be returned because it was at expected end of life. The patient status was indicated to be alive with no injury. The explanted catheter would be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter, model# 8780, serial# (B)(4), found a kink in the catheter body distal to the collet. If information is provided in the future, a supplemental report will be issued.